Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. D4: corrected. G4: corrected. H6: corrected health effect and investigation clinical codes.

Manufacturer narrative:
D10: concomitant devices: (B)(6) 120-65-55 - bone screw 6.5mm dia x 55mm long. (B)(6) 164-01-14 - element-stem, collarless w/ha, std offset, sz 14. (B)(6) 186-01-56 - integrip cc, cluster 56mm, g3. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 118 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, stiffness, discomfort, and weakness, negatively affected mobility and quality of life, pain following revision surgery and recuperation/rehabilitation and physical therapy; limited ability to perform normal activities. No further issues or complications were reported. No additional information is available.